Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted the defibrillation conductor was fractured (overstress), there was cosmetic depression of the outer insulation and there was apparent explant damage.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer for disposal from a funeral home with information indicating the patient is deceased and noted the death was not device related. However, no cause of death or circumstances of death was provided. Further review of the manufacturer's database indicated the patient died approximately two months after device system implanted.